Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 466 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported damage on the screen. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.